Manufacturer narrative:
As reported in a research article, loose aortic stenosis was noted six years after the valve was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, (B)(6) hospital, 1 rond-point du (B)(6). It was reported that on 30 october 2015, a 21mm trifecta valve was implanted during an aortic valve replacement. In october 2021, loose aortic stenosis was observed on ultrasound. The diameter of the flush chamber was 21.44 mm. The sub-aortic velocity time interval (vti) was 23 cm. The aortic vti was 56 cm. The aortic vmax was 353 cm/s. The device was not replaced. The patient's status was unknown. No additional information was provided.

Event description:
It was reported that on (B)(6) 2015, a 21mm trifecta valve was implanted during an aortic valve replacement. In (B)(6) 2021, loose aortic stenosis was observed on ultrasound. The diameter of the flush chamber was 21.44 mm. The sub-aortic velocity time interval (vti) was 23 cm. The aortic vti was 56 cm. The aortic vmax was 353 cm/s. The device was not replaced. The patient's status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.